Event description:
An endurant stent graft system was implanted in the patient during an endovascular treatment of an abdominal aortic aneurysm. Aptus endoanchors were implanted as a prophylactic. It was reported that the patient experienced acute renal failure. The patient had a renal consultation. The patient recovered without treatment. The investigator assessed that it was uncertain whether the event was related to the device or related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.